Event description:
A surgeon reports performing a lens exchange about one week following intraocular lens implant surgery because the patient was not able to white balance their photos. Additional information has been requested.